Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abortion spontaneous ('abortion spontaneous') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (miscarriage) in 2018, pregnancy with contraceptive device (miscarriage) in 2017, headache, vaginal itching, abdominal pain, low back pain, back pain, coughing, vomiting, renal disease, hepatic disease, urinary tract infection, hemorrhagic cystitis, gestational diabetes, vaginal delivery, multigravida and parity 2 ((B)(6) 2005, (B)(6) 2011). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("stillbirth/miscarriage"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder probs"), pollakiuria ("urinary probs/frequency urinary"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("yeast infection"), bacterial infection ("bacterial infections"), anxiety ("anxiety") and urinary incontinence ("urine leakage") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure implant). Essure was removed. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, abdominal pain, menorrhagia, bladder disorder, pollakiuria, cystitis, urinary tract infection, fatigue, migraine, headache, nausea, weight increased, back pain, dysmenorrhoea, depression, vaginal haemorrhage, vulvovaginal mycotic infection, bacterial infection, anxiety and urinary incontinence outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, bacterial infection, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, pregnancy with contraceptive device, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted:date(s) of removal: not removed the plaintiff experience two previous pregnancy episode with essure in 2018, 2017 which is captured under case (B)(4). Date(s) of insertion: (B)(6) 2012 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: unilateral occlusion (right tube occluded); on (B)(6)2012: the left tube is occluded; in (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral tubal occlusion following essure device placement.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. On (B)(6) 2020: plaintiff fact sheet received. No new information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('stillbirth/miscrriage') and abortion spontaneous ('abortion spontaneous') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included headache, vaginal itching, abdominal pain, low back pain, back pain, coughing, vomiting, renal disease, hepatic disease, urinary tract infection, hemorrhagic cystitis, gestational diabetes and vaginal delivery. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abortion spontaneous (seriousness criterion medically significant), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), infection ("other infection"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea") and psychological trauma ("psych injury"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure implant). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, migraine, headache, nausea, weight increased, infection, back pain, dysmenorrhoea and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the left tube is occluded; on (B)(6) 2012: bilateral tubal occlusion following essure device placement. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Date of insertion was updated. Added event dyspareunia (painful sexual intercourse), abdominal pain, back pain, dysmenorrhea, menorrhagia (heavy menstrual bleeding), stillbirth/miscarriage, bladder probs, urinary probs, bladder infection, uti, vag. Discharge, fatigue, migraines, headache, nausea, weight gain, psych injury, other infection. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abortion spontaneous ('abortion spontaneous') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (miscarriage) in 2018, pregnancy with contraceptive device (miscarriage) in 2017, headache, vaginal itching, abdominal pain, low back pain, back pain, coughing, vomiting, renal disease, hepatic disease, urinary tract infection, hemorrhagic cystitis, gestational diabetes, vaginal delivery, gravida ii and parity 2 ((B)(6) 2005, (B)(6) 11). On (B)(6) -2012, the patient had essure inserted. In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("stillbirth/miscrriage"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder probs"), pollakiuria ("urinary probs/frequency urinary"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), depression ("psych injury/depcression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("yeast infection"), bacterial infection ("bacterial infections"), anxiety ("anxiety") and urinary incontinence ("urine leakage") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure implant). Essure was removed. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, abdominal pain, menorrhagia, bladder disorder, pollakiuria, cystitis, urinary tract infection, fatigue, migraine, headache, nausea, weight increased, back pain, dysmenorrhoea, depression, vaginal haemorrhage, vulvovaginal mycotic infection, bacterial infection, anxiety and urinary incontinence outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, bacterial infection, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, pregnancy with contraceptive device, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted:date(s) of removal: not removed the plaintiff experience two previous pregnancy episode with essure in 2018, 2017 which is captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: unilateral occlusion (right tube occluded); on (B)(6) 2012: the left tube is occluded; in (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral tubal occlusion following essure device placement.. Most recent follow-up information incorporated above includes: on 14-may-2020: pfs received. Reporter's information added.event: yeast infection,abnormal bleeding (vaginal,), anxiety ,urine leakage were added.event: psych injury were updated psych injury/depcression, urinary probs were updated to urinary probs/frequency urinary .lab data were added. Medical history were added. Seriousness criteria removed for pregnancy with contraceptive. Event other infection updated to bacterial infections. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.